Event description:
During preventive maintenance (pm), the thermogard console (sn (B)(4) displayed a "factory configuration not complete" error message upon power up. No patient involvement.

Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(4) displayed a "factory configuration not complete" error message was confirmed during functional testing but not confirmed during event log review. The probable root cause could not be determined as the error message cleared during recalibrating of the thermogard ivtm system and it functioned as intended. Upon visual inspection, no physical damage was observed on the thermogard ivtm system. During event log data review, no discrepancy observed. During functional testing, the thermogard console displayed a "factory configuration not complete" error message following the power-on-self-test (post). The probable root cause could not be determined as the error message cleared during recalibrating of the thermogard ivtm system per tm-20. As part of preventive maintenance, the lithium cell battery was replaced. Following service, the thermogard xp ivtm system passed the functional testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system with sn (B)(4).